Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that during a routine hemodialysis treatment, the operator experienced unrecoverable arterial pressure alarms for approximately 45 minutes and then contacted nxstage tech support for assistance. Rinseback was not performed as it was determined that the cartridge was clotted, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The arterial pressure alarms has been attributed to access flow issues as reported by facility staff. The cycler alarmed approximately. There is no evidence of a device malfunction. The user's guide advises to perform rinseback in the event of an unrecoverable alarm or power failure before blood coagulation occurs. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage considers this report closed.